Event description:
It was reported that on (B) (6) 2009 the pulse generator exhibited loss of output and no telemetry. The device was explanted and replaced. Post explant, the pulse generator was checked and found to have reverted to backup vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found foreign material between the pulse generator can and the battery boot, which could possibly short the battery to the can. Further testing showed that this did not cause the pacing and telemetry anomalies observed in the field. These anomalies could not be reproduced.